Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The instrument was found with surface damage to the curved blade. Scratch/abrasive marks were found on the curved blade. Additional observation: the instrument failed initialization when connected to the generator. Error message of ¿replace instrument¿ kept appearing after tightening the instrument on the handpiece of the generator. Self-test never completed. No broken or missing component was observed at the distal end of the instrument. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided "from the angle the picture is taken, it's difficult to identify whether there are any missing pieces."

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade broke on a harmonic ace instrument and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed, and no fragment remained in the patient. The procedure was completed using a backup harmonic ace instrument.